Event description:
It was reported that the extension tubing leaked liquid. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3505 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz3505) have been reported from the same facility in (B)(6).

Event description:
It was reported that the extension tubing leaked liquid.